Event description:
The customer received questionable result for multiple assays for one patient sample. The sample was received as a prespun parent sample and the modular preanalytic analyzer (mpa) made two aliquots which were sent to the respective instruments. Of the data provided, only the creatinine result was discrepant and reported outside the laboratory. The initial result was 13.9 mg/dl. The doctor did not believe the result and sent the patient to be redrawn the next day. The result from the redraw sample was 1.2 mg/dl. The original sample was repeated and the result was 1.0 mg/dl. This result was believed to be correct. The patient was not adversely affected. The creatinine reagent lot number and expiration date were requested, but were not provided. The field service representative could not determine a cause. He interviewed the customer regarding the issue and noted the instrument was in use and unavailable for service. The customer stated that they have not had any discrepant results since the event over 10 days ago and they do not believe anything is wrong with the analyzer hardware wise. The customer did not require service. The customer's qc and results have been good for the last 10 days.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As calibration and qc data was acceptable, a general issue with the reagent or instrument could be excluded.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.